Event description:
Patient reported that, after firing the mutliclix lancet device, the lancet protruded beyond the device's end-cap. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is unknown whether the initial reporter sent a report to FDA.